Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection and erosion with sepsis. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The lv lead was explanted.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection and erosion with sepsis. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The lv lead was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 is being used to capture the additional intervention performed and captures the reportable event of surgery. The product was returned but there was no analysis performed. This supplemental report is being filed to correct the h6: patient codes and patient code description, and additional MFR narrative.